Manufacturer narrative:
(B)(4). Medwatch# - uf/importer report# (B)(4). The customer reports (risk mgt.) They are unable to comment on the condition of the patient or the patient's possible pre-existing.

Event description:
Complaint description: according to the medwatch (uf/importer report# (B)(4) "doctor was in the process of upsizing a 5fr sheath to a 6-11 arrow sheath in the left common femoral artery. While attempting to insert the sheath into the left common femoral artery, the sheath broke. This resulted in the patient having exsanguination from the common femoral artery and receiving 2 units of packed red blood cells, along with an emergent cut down procedure to the left groin to extract the broken sheath. Vascular surgery was paged stat and responded. Hemostasis was achieved by the physician in the room by upsizing the sheath to a 9fr cordis-brite tip sheath. The original intended procedure was for a stent placement".

Manufacturer narrative:
(B)(4). The customer returned a lower portion of psi sheath body for evaluation. The proximal end of the body appeared pinched and twisted. Signs of use in the form of biological material were observed. No other items were returned for evaluation. The returned portion of the sheath body measured 4 13/16" in length. The inner diameter of the sheath body and the inner diameter of the sheath tip were measured and were found to be within specification. The lot number was not known; therefore, a device history record review was performed using a potential lot number provided by the customer. No relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit suggest inserting the sheath/dilator assembly by grasping near skin and advancing the assembly into the vessel with a slight twist motion to the desired position. The customer reported issue of the sheath separating in use was confirmed during the complaint investigation. The customer returned a portion of the sheath body for evaluation. The proximal end of the body appeared pinched and twisted. Signs of use in the form of biological material were observed, indicating that operational context may have contributed to the complaint. Dimensional inspection was performed and no issues were identified. No other items were returned for evaluation. Based on the information provided and the sample received, the likely cause of this complaint is operational context, however without a complete sample being returned the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Complaint description: according to the medwatch (uf/importer report# (B)(4)) "doctor was in the process of upsizing a 5fr sheath to a 6-11 arrow sheath in the left common femoral artery. While attempting to insert the sheath into the left common femoral artery, the sheath broke. This resulted in the patient having exsanguination from the common femoral artery and receiving 2 units of packed red blood cells, along with an emergent cut down procedure to the left groin to extract the broken sheath. Vascular surgery was paged stat and responded. Hemostasis was achieved by the physician in the room by upsizing the sheath to a 9fr cordis-brite tip sheath. The original intended procedure was for a stent placement".